Event description:
It was reported that the patient's daughter in law stated that the patient was experiencing "low blood pressure and weakness" and went to a heart doctor in (B)(6). They were told the patient's device is in "saving mode". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, (B)(6) 2008. (B)(4).